Manufacturer narrative:
(B)(4).

Event description:
The consumer reported stimulation in an undesired location. Three days prior to the report, the patient had light shockwaves through his body. The patient did not have pain but was feeling the shockwaves in both legs. This was mostly in the left leg, but the patient stated he should not feel any stimulation in the left leg. There were no traumas or falls that could have been related to this issue. This issue occurred suddenly. Relevant medical history included non-malignant pain and failed back surgery syndrome. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they thought the sensation down the leg was because it needed to be turned down. The shockwave sensation was resolved. They would be calling the manufacturer's representative.